Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failed and required maintenance. A field service engineer (fse) confirmed that the drawer was recovered when arrived onsite. Further the fse took out all the cubies and then removed the row boards to check if there were any paper clips underneath and confirmed there were none. Then the fse back panel to check the row boards cable and reseated all the cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 displayed the message hardware failure, requires maintenance. The failure had been occurring repeatedly every day after being recovered multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.